Event description:
It was reported that the patient tried to drain his bladder with the catheter this morning and no urine came out. When the patient removed the catheter and noted there were no eye holes at the tip. Again patient selected another catheter from the box (same lot) and was able to drain the bladder at that time. Per follow up via phone on 16apr2021, customer had an additional catheter that was missing the eyelet.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required as the reported event was confirmed as manufacturing related. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient tried to drain his bladder with the catheter this morning and no urine came out. When the patient removed the catheter and noted there were no eye holes at the tip. Again patient selected another catheter from the box (same lot) and was able to drain the bladder at that time.